Manufacturer narrative:
(B)(4), date sent: 4/11/2024. B3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 705a40. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damage and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/10 and with the lockout spring normal. During the mechanical testing it was noted that the firing mechanism of the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 705a40, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: no delay to surgery. Happened at time of surgery. Delay in discharge may be unrelated to the incidence. Yes happened on the first firing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure being performed? What was the diagnosis? What tissue was the stapler closed on? How was the procedure completed? Does the surgeon believe that the difficulty with the stapler lead to the prolonged hospitalization? If so, why? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the operator followed all the steps but when squeezing the firing trigger it didn¿t work. No patient consequences were reported.